Manufacturer narrative:
(B)(4)

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. Photo was provided and is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.